Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge to set energy and inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and d2. The device was returned to zoll medical corporation for evaluation. Device evaluation could not reproduce the customer's report of the unit shutting down after shock delivery. Functional and defibrillation testing were completed with no abnormalities observed, and the device did not shut down during testing. However, review of device logs identified multiple instances of shock button activation followed by a warm start/ reset event, consistent with the reported behavior. Although the failure could not be duplicated, the analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.